Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser 14s catheter and four photos were returned for evaluation. Visual evaluation of the device revealed a circumferential break of the core wire measuring 7.5cm from the distal tip, along with outer catheter break and bunching. Twisting and a break of the outer catheter measures approximately 3.5cm from strain relief. Review of the photos revealed a circumferential break of the core wire and break in the outer catheter. Therefore, based on evaluation of the device and the photo review, the investigation is confirmed for break of the outer sheath, outer sheath twisting, and core wire fracture. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model cre14s recanalization catheter allegedly had a break, material fracture, and twisted material. This report was received from one source. The device was used inside the patient, with no reported patient injury. Patient age, weight, and gender were not provided for this one event.